Event description:
No additional info is available after multiple attempts to obtain it.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, slow deflation difficulties were encountered. The physician successfully deployed the taxus express2 8.8% 3.0 x 32 mm drug eluting stent in the right coronary artery (rca). Upon deflation, it was noted that the balloon was deflating slowly. The physician used a large syringe to deflate the balloon. There were no pt complications reported. Additional info has been requested.